Event description:
A malfunction code was reported, identified as malf 9, but no notable events occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer with resetting the pump, which successfully resolved the issue without any recurrence of the malfunction. The customer was advised to continue using the pump and to contact technical support if the issue reappears.